Manufacturer narrative:
B3. Date of event- used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that stent dislodgement occurred. A 3.50 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, the stent came off while being inserted into the guidezilla guide-extension catheter and both devices came out together with the stent deformed. A new stent was used to complete the procedure. No patient complications were reported.